Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the oxygen blending module board connector was coming loose. The oxygen blending module board needs replaced to address the issue.